Event description:
It was reported that a spectrum pump had a keypad with the #8 and #9 keys not working. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The device eval confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected (other than the on/off and ok keys), an automatic output of the #9 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.